Event description:
It was reported that the implant required slight adjustments due to soft tissue interference.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: h4. H6. The reported event could not be confirmed as no images or CT-scans were provided. The surgeon noted soft tissue interference as a contributing factor but reported no issues with the implant design, and the sales rep indicated overall surgeon satisfaction with the implants despite lacking postoperative images or additional information. Stryker¿s design team confirmed the implant was designed and manufactured per specifications based on CT scans taken months before surgery, with no clinical judgments like brain swelling incorporated into the design, which was created symmetrically unless otherwise instructed by the surgeon. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.